Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, complaint trending report review, historical performance of reagent lot 89388fn00, and a review of product labeling. There was a normal complaint activity for lot 89388fn00. No non-statistical or adverse trends were identified. A review of world wide data determined the patient median result for lot 89388fn00 is comparable with all other lots in the field and within established baselines, which confirms no systemic issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Full patient identifier: (B)(6). All available patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list 7c18 that has a similar us product, list 1l82.

Event description:
The customer reported (B)(6) results when processing on the architect i2000sr. For sid (B)(6), the initial result was 11.09 and retest results were 12.84, 12.2, and 4.47 miu/ml. The result of 4.47 miu/ml is the one that was reported. The sample was tested at another lab and the result was 9.13 miu/ml. No impact to patient management was reported.